Event description:
It was reported that the lead exhibited intermittent capture. Lead impedance in unipolar was 300 ohms, and in bipolar it was 133 ohms. Capture thresholds were at 5 v, 1 ms.

Manufacturer narrative:
Na